Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device blade broke off of the device on mayo table. No piece fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.